Event description:
It was reported that during a prolapse of hemorrhoids procedure, the surgeon placed the purse-string from 3' to 3' direction in clockwise; he went to the firing. Reported that the blade cannot cut across the tissue, and the cutting motion was jammed. The surgeon tried to apply more force, but failed. He remove the stapler by sliding it out; severe bleeding was occurred. He found that the staples are formed incompletely along the staple line, in 6' to 12' direction; most of the staples cannot form a b-shape. While the staple line between 12 - 6 o'clock directions has formed semi b shape staples, and some staples were left in the stapler, the blade cannot cut through the tissue and the device was reported failed. He finally used suture to stop the bleeding and removed the hemorrhoid by cautery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Breakaway washer indented the analysis results found that the device arrived in good visual condition with several staples protruding and partially form inside the pockets and some on the device guide face. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.